Manufacturer narrative:
Model number/catalog number: sc-8216-70. Serial number: (B)(4). Batch/lot number: 21349447. Model/catalog description: artisan lead 70 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site. Symptoms of tenderness, swelling, and redness were noted. The patient was placed on antibiotics. The patient underwent an explant procedure and a hematoma behind the battery site was noted.